Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 48 mg/dl at the time of incident. Customer was treated with food. Customer¿s blood glucose reading went from 48 mg/dl to 60 mg/dl and treated with again small amount of carbohydrates. Customer¿s current blood glucose reading was 77 mg/dl. Customer was not using auto mode. Customer does not allege insulin pump was over delivering. Troubleshooting was performed for low blood glucose. The insulin pump will not be returned for analysis.